Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 5 mg/day) via an implantable infusion pump. It was reported that at the patient's refill on (B)(6) 2020, 3ml were expected from the pump but 7.5ml were removed. A dye study was attempted on (B)(6) 2020 but the doctor was unable to aspirate the catheter. The patient was referred for a catheter revision. The catheter was reanchored, resected, aspirated and primed. The dosing was resumed. The issue was considered resolved. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.